Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd pegasus safety closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7083016. Our records show the reported lot was manufactured in april of 2017, and determined that this is the only instance of a foreign material appearing in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Visual observation of the provided sample was sufficient to identify the nonconformance, and we have contacted our supplier regarding this issue. They were able to confirm, based on their testing results, that the root cause for this event is variance in the raw materials used in the manufacture of the sleeve stopper. To combat the reoccurrence of this event bd has optimized our inspection stations, and notified the appropriate personnel of this issue.